Event description:
It was reported that the right atrial lead could not obtain capture due to scarring caused by an ablation procedure. No patient symptoms were reported. The lead was capped. A left ventricular lead was implanted to pace the left atrium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.